Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, after stapling, when retracting the instrument, the anvil detached and significant anastomosis air leak was observed. Another stapler was used but air leak was still observed on the anastomosis. Resection had to be performed, which resulted to tissue loss. Another device was used and anastomosis was performed without problems. Procedure was converted to open surgery and another stapler was used to resolve the issue in order to complete the case. Surgical time was extended by more than 30 minutes.